Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus based on an inaccurate continuous glucose monitor (cgm) reading and the customer's blood glucose (bg) level decreased; bg values were not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.